Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup. Femoral stem, # item 00771101600, lot 62356550. Bioloxâ® option, head, # item 00877704004, lot 2838177. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision approximately 9 months post a revision surgery due to dislocation. The patient was suffering from pain and recurrent dislocation due to extensive abductor damage. He had four dislocations.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00151.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00151.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision approximately 9 months post a revision surgery due to dislocation. The patient was suffering from pain and recurrent dislocation due to extensive abductor damage. He had four dislocations. Head and liner were revised.